Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection and an adverse event that occurred on (B)(6) 2016. Patient stated that at 10:00pm, during the time of signal loss, they had a low. Fingerstick showed patient's blood glucose (bg) was at 50mg/dl. Patient called an ambulance as a result of the low. The emergency medical technicians (emts) administered the patient a glucose tube. A fingerstick showed that the patient was at 77mg/dl after glucose dosage. Patient was not taken to the hospital. At the time of contact, the patient was okay. No additional event or patient information was provided. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause could not be determined.